Event description:
A home patient (hp) contacted global technical services (gts) regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during refilling heater at fill 4 of 5. Gts assisted the hp with troubleshooting. The hp stated this was the second alarm for the same issue. Gts assisted with ending therapy and advised the hp to contact the peritoneal dialysis (pd) nurse for further instruction. There was no injury or medical intervention reported. On (B)(6) 2010 product surveillance followed up with the hp via phone call; the hp stated that he started over with a new set up and the alarm cleared. The hp stated that he noted air bubbles in one of the lines. The hp stated this was the only time this problem had occurred. The hp stated therapy was going well. No further information is available.

Manufacturer narrative:
(B)(4). This report cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore, a batch review was not performed. In a follow up call by product surveillance, the patient stated that there were air bubbles in one of the lines. There is insufficient information to identify the root cause of this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.